Event description:
The physician was attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to the manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 12th distal stent segment was raised and deformed. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).